Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while performing an excisional procedure, the unit turned off after a few minutes of contact. Doctor had to wait 10-15 seconds for suction to end before cut/coag would work again. Found a loose screw under the main board. No patient injury reported. No additional information is available. 1216677-2024-00025 lp-20-120 leep 2024-05-0000577.

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 09-23-2019 under wo #(B)(4) and shipped on 10/16/2019. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. None of the observed notes indicate a similar issue. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. However, several were noted to be unconfirmed like this unit. Product receipt: the complaint unit was returned via RMA #(B)(4) 6/24/2024. Visual evaluation: visual examination of the complaint unit revealed no outer physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the device tested to specification and found to meet all visual and functional test specifications. A root cause is not applicable as the complaint condition was not confirmed. The unit was evaluated, updated with r9 & r14 resistors, tested to specifications free of defects and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
No additional information is available.